Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was to be implanted within a patient's common bile duct on (B)(6), 2010. According to the complainant during the procedure the stent delivery system was passed through the patient's moderately tortuous common bile duct into the patient's intrahepatic duct. No resistance was felt during stent deployment; however resistance was felt when attempts were made to reconstrain the stent. Due to this, the stent was partially deployed. The physician commented that the stent was damaged; however the exact damage to the stent could not be confirmed. The stent and delivery system were removed from the patient and the procedure was completed with another wallflex biliary rx partially covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by 20 millimeters and had moved distally past the tip of the device. The outer sheath was in an accordion shape proximal to the mounted stent. A functional evaluation was performed, however during analysis it was not possible to reconstrain the stent due to its distal movement. The outer sheath could be retracted, but could not be moved distally to reconstrain the stent. The stent was fully deployed and no issues were noted with the inner lumen or the deployed stent. Based on the condition of the returned device, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was to be implanted within a patient's common bile duct on (B)(6), 2010. According to the complainant during the procedure the stent delivery system was passed through the patient's moderately tortuous common bile duct into the patient's intrahepatic duct. No resistance was felt during stent deployment; however resistance was felt when attempts were made to reconstrain the stent. Due to this, the stent was partially deployed. The physician commented that the stent was damaged; however the exact damage to the stent could not be confirmed. The stent and delivery system were removed from the patient and the procedure was completed with another wallflex biliary rx partially covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.